Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A non-bsc guide wire was advanced to the lesion. Predilation was performed with a non-bsc balloon catheter. A 2.75x32mm promus element ¿ stent was selected and implanted to treat the lesion. During post dilatation, it was noted that the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.